Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that a crack was observed on the female connector of the disposable pressure transducer. Reportedly, there were no pt injuries.